Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Review of the most recent repair record determined the unit was out of calibration, the position of the control bar was not correct, the motor speed was not stable, and the needle bearing and some screws were worn. The needle bearing, screws, motor, switch and plug harness assembly were replaced and resolved the reported issue. Device is used for treatment. A definitive root cause cannot be determined. The event is confirmed.

Event description:
It was reported that during cleaning/kit inspection the item was faulty and needed to be repaired. Investigation found unstable motor speed. No adverse event was reported as a result of this malfunction.